Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that although the pump was beeping and vibrating, it was noted to otherwise be unresponsive and stopped all insulin delivery. The customer's blood glucose level was 207 mg/dl. Reportedly, the customer did not have backup therapy at the time of the issue. Multiple attempts were made by tandem technical support to ensure receipt of backup therapy, however no response was received.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.